Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopy myomectomy, they encountered a lot of bleeding and had terrible visualization. They were unable to remove all of the fibroid in the cavity being the device was bloody and foggy. The lens of the case was wiped multiple times during the procedure. The patient claimed that she was going to take action because they left some of the fibroid behind. The instrument tray was flashed before the case and the lens of the scope was submerged in water before the start of the case. The ultrasounds showed that the fibroid was only in the wall of the uterus making it now as intramural fibroid.